Event description:
It was reported the pt was not being able to adjust stimulation. The pt reported that he put several new 9v batteries in and pt's programmer won't work; there were no lights or beeps. He reported that he put new 9v battery in yesterday and all lights blinked indicating of a low 9v battery. He was certain that the other batteries that he tried were new and good. The pt was in pain and was taking sleeping pills since he cannot turn his stimulation down. Additional info has been requested, a f/u report will be submitted if additional info becomes available.